Event description:
It was reported that a fail accuracy 9.5% (during testing / no patient injury) was experienced.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 17 june 2022, and attached by smith's medical in complaint: this happened during testing and the date of the event is unknown.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact; however, rear housing damaged. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found and no action taken.